Manufacturer narrative:
A supplemental medwatch will be submitted if new information has been received. The device was tested by field safety engineer without any errors and put back into use. The in house biomed technician received training on connections. Tested all is working fine. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
It was reported that the twin pump gave a message safety-s and the customer switched the unit on and off a few times which resolved the error. They then ran the unit today at different speeds for about two hours without any errors. Internal reference: (B)(4). Os-case ID (B)(6).